Manufacturer narrative:
Results of investigation will be filed in a supplemental report when sample is received.

Event description:
Customer reports that the end of the guidewire appeared to have coiled up on itself when removing it from the needle. Customer reports that all pieces of the guidewire were accounted for.